Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the device was unable to be further specified. Moreover, no physical damage was observed where the foreign material had remained, nor was there any confirmation of obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope failed the residual test for residual protein. It was noted that the device was soaked and brushed twice. The issue was found during reprocessing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that there were tear marks in the boroscope channel and the control knob was heavy and spongey. The distal end plastic had a dent and scratches and the insertion tube had snakiness. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.